Event description:
It was reported "one lumen would not flush at insertion. Fluid would come out right below hub." Add info rcvd 02/02/2022: line would not aspirate and required immediate replacement. Once line was removed the defective port was clamped and flushed while clamped and it was discovered that there was a leak between the port (I believe it was the purple port) and the line. It was stated this occurred with two patients. Both patients were of normal habitus. No other patient information available. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw4392 showed 13 other similar product complaint(s) from this lot number.